Event description:
It was reported the device was used during a sigmoid colon resection. The device cut but no staples were fired. The case was converted to an open procedure and the anastomosis was hand sewn. The patient is doing fine at this time.

Manufacturer narrative:
(B)(4). Additional information received: was this the only anastomosis that was made? There was only one anastamosis made on the patient that day. Was device fired only once? Yes. Were any staples discovered or found? No. Staple form? None found. Was the device reprocessed? No. How is the patient? Hand sewn anastamosis was fine. Larger incision was the only patient consequence. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time. Additional information: how was the procedure performed? Laparoscopic. What type of anastomosis was created? Original endo to side. What stapling technique was used? (Single, double, triple) single. Which purse-string suture was used? Disposable purse string device - competitor. What other devices were used for transecting and/or closing - otomies? Original ec60 with green. Was the sale rep present? No. How long has the surgeon been using this device for this procedure? 7+ years. Was the attending surgeon an experienced ees circular user? Yes. Who fired the device? Surgeon. Was the person firing the device an experienced ees circular user? Yes. Was the or staff experienced in preparing the ees circular device? Yes. Was there a recent conversion to ees devices in this account or this surgeon? No. Were malformed staples observed? No staples were fired. Did any staples appear to be missing? Yes. If yes, missing where? All. Did the red safety remain engaged until firing? Unknown. Was the device fired more than once? No. Was the safety reset before removal attempted? Unknown. Did the issue change the patient¿s post operative care? Yes. If yes, what changed? Converted to open. What was the reason for the surgical procedure? Diverticulitis. What was the patient¿s pre-op diagnosis? Diverticulitis. Did the patient have pre-existing conditions that could have impacted the patient's health/surgical outcome? No. Has the patient undergone any radiation or chemo therapy? No. Were there any co-morbidity concerns (diabetes, crohn's, auto-immune disorders, coagulation issues)? No. Is a pathology specimen available? No.